Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed out of range high pacing impedances during the attempted implant. The physician elected not to implant this lead. There were no adverse patient effects. A new lead was implanted successfully.

Manufacturer narrative:
The explanted lead was returned and is currently in analysis. This report will be updated once analysis is completed.